Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred multiple times. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge to address the issue. Customer declined a follow up from tandem technical support and did not provide any further information.